Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that at implant, the right ventricular lead exhibited greater than 4000 ohms impedance. The lead was replaced.